Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking powerglide catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting an 18ga powerglide midline catheter. The depicted device was inserted into a patient. Red fluid appeared to be visible leaking from the catheter shaft just distal of the molded joint. While leakage appeared evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the leakage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and excessive catheter manipulation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "clinician inserted powerglide pro device, was able to aspirate blood 3ml+ but when she flushed it would leak at the site significantly. She then pulled back on the catheter slightly and flushed again- she noticed saline leaking out of the hub/catheter connection. Line was removed and discarded and then she notified me of the incident. Clinician also stated that catheter was not retracted back into needle at any point during insertion."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp0988 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "clinician inserted powerglide pro device, was able to aspirate blood 3ml+ but when she flushed it would leak at the site significantly. She then pulled back on the catheter slightly and flushed again- she noticed saline leaking out of the hub/catheter connection. Line was removed and discarded and then she notified me of the incident. Clinician also stated that catheter was not retracted back into needle at any point during insertion."